Manufacturer narrative:
The manufacturer previously reported a failure of the system board and power supply. The system board and power supply were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the system board failing was due to ferrite (en7) leaking causing interference with the keypad signal to work intermittently. The power supply was evaluated and found to operate to design specifications.

Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device settings were unable to be adjusted. The device's system board was replaced to address the issue. The device failed a step during testing. The device's power supply was replaced to address the issue.